Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 333 mg/dl versus 164 mg/dl when testing was performed 2 minutes apart on the aviva system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.